Event description:
It was reported that during a chevron osteotomy, the micro sagittal saw was "bogging down and stalling" causing burning of the bone and subsequent slower than usual healing. No add'l pt f/u info was obtainable from the doctor of the hospital personnel.